Manufacturer narrative:
Evaluation summary: it was caused due to the resides remained on the objective lens. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This device is not distributed in us so that unique identifier is blank. This report is being filed as part of the pentax backlog management plan.

Event description:
Hospital used the ec38-i10nl scope for the first time today. We tested the scope, worked fine. Once in the patient we noticed the following: blurry image- I looked like someone had fogged a window. As dr. Tried to clear the lens, it would partially clear for a few seconds (never fully cleared), then it would return. It was almost like it was not focusing as well as had a fog. Pixel- there was a pixel at the bottom right corner of the screen there was also a smudge on the screen that was "stuck" on. Apart from the fog, there was a noticeable "smudge" on the lens. Looks like something was caked on to the lens. Scopepilot image was also intermittent and never showed the full scope even outside of the patient there was black outs. Tried to clear lens with water/air. We also double checked the air/water flow. This event occurred at the time of during use. There was no report of patient harm.